Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) requested a save to disc for analysis. Ts also noted that at time of last remote check, this device power consumption was 53uw and showed less than three months to explant and does not appear to have accelerated too rapidly after that. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) requested a save to disc for analysis. Ts also noted that at time of last remote check, this device power consumption was 53uw and showed less than three months to explant and does not appear to have accelerated too rapidly after that. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) requested a save to disc for analysis. Ts also noted that at time of last remote check, this device power consumption was 53uw and showed less than three months to explant and does not appear to have accelerated too rapidly after that. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) requested a save to disc for analysis. Ts also noted that at time of last remote check, this device power consumption was 53uw and showed less than three months to explant and does not appear to have accelerated too rapidly after that. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.